Manufacturer narrative:
A display check was performed by the customer and there were no missing segments. The customer's meter was returned for investigation and the meter powered on with fresh retention batteries. A full display check was performed by the investigation and revealed no missing or faded segments. No display issues were observed. The reporter's meter was tested with retention strips and retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr; qc 2: 5.0 inr; qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer alleged receiving error 8: a review of the meter error log did not reveal that any error 8 has occurred. The customer alleged receiving error 5: a review of the meter error log revealed error 5 (535). Error 5 (535) occurs when the applied sample volume is insufficient or when sample detection is uncertain. Generally, this is caused by wrong handling, or by meter contamination. No errors were observed while testing the returned meter.

Event description:
There was an allegation of a display issue with the coaguchek xs meter. The customer alleged that three times he saw an error 8 after blood application that then changed to an error 5 that stayed on the screen. Allegedly, both error 8 and error 5 were generated on the same test. There was no allegation of a result misinterpretation.